Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device ran in the locked position, had unintended motion and the cord and components were damaged. It was further determined that the device failed pretest for visual assessment, safety assessment and air pump assessment. It was noted in the service order that the device housing cover was damaged during surgery. It was not reported if a spare device was available for use or if there were in delays to the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.